Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device was interrogated on (B)(6) 2021 and found to be eos, with therapies permanently programmed off. The patient stated that the therapies had been turned off since 2017 following inappropriate shocks, and that it was his decision to not have the lead revised. This device is currently inactive, as it has therapies turned off and has reached eos on (B)(6) 2019. System remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.